Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture on the left ventricular (lv) channel. The crt-p system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture on the left ventricular (lv) channel. The crt-p system remains in service. No adverse patient effects were reported. Additional information was received indicating loss of capture has continued to occur. Technical services (ts) was contacted, and ts discussed variable thresholds in both the lv and right ventricular (rv) channels. Threshold trends were stable, but daily variability was considered likely. The patient had been going through chemotherapy, so physiological factors were also considered. The crt-p system remains in service. No adverse patient effects were reported.